Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the device failed the weight test. The complaint was confirmed and the root cause has been associated with a seal failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include deterioration of the seal material over time or an abnormality of the surface that the seal contacts.

Event description:
It was reported that after a procedure, the spider tenet did not work .no patient injuries were reported. Results of investigation have concluded that the spider failed the weight test, and this could cause a loss of traction which is a reportable event.